Event description:
The event is reported as: complaint description: no staple came out from the stapler though the trigger when squeezed. The event caused no harm to the pt. No pt injury reported. Additional info requested.

Manufacturer narrative:
A visual inspection of the picture received was performed and failure mode "no staple, when trigger was squeezed" was not observed. No other defects were found. A device history record (DHR) review did not show any issues related to this complaint. Assessment was conducted and no changes required. Based on the investigation, from the picture, failure mode "no staple, when trigger was squeezed" was not observed, therefore, the complaint cannot be confirmed and a conclusive root cause can not be determined until the sample is available. However, the MFR will continue to trend relating complaints.